Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed the report of elevated pump power and flows. Although a specific cause for this finding could not be conclusively determined through this evaluation, the account believed that they were caused by device thrombosis. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. The file captured multiple power and flow elevations. Of note, the majority of the power and flow elevations were captured during pulsatility index (pi) events. The pump remained above the low speed limit for the duration of the file and appeared to operate as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous pump exchange reported under MFR # 2916596-2017-01027. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for suspected thrombosis. There was no concrete way to confirm so the patient remained suspected for thrombosis due to spike in flow and power and abnormal ramp echo. The patient had symptoms of brown/dark urine, ventricular assist device (vad) flows as high as 11 lpm, and continued shortness of breath. The lactate dehydrogenase (ldh) level had been stable in the 200s u/l for the past 10 months. The most recent ldh on (B)(6) 2021 was 249 u/l. The patient's plasma free hemoglobin had been 6-17 in the past few months with the most recent on (B)(6) 2021 being 9.4. The patient had a history of a pump exchange in (B)(6) 2017 and therefore had a higher international normalized ratio (inr) goal of 2.5 - 3.0. The patient has also been on plavix, coumadin, and 162 mg acetylsalicylic acid (aspirin). The log file didn¿t capture any unusual events but did note that the pump power appeared to be on the high side in the 7-8 w range for a fixed speed of 9200 rpm. The pulsatility index (pi) value was stable overall as well. There were no changes to patient condition or anticoagulation status that may have contributed. The speed was decreased to 9000 rpm. Right heart catherization completed showed that despite high speeds up to 11000 rpm the patient continued to have a pulse pressure of 27 with an arterial waveform consistent with his atrioventricular (av) opening fully. The patient's pulmonary capillary wedge pressure (pcwp) slightly decreased. The patient's flows did not increase despite significant increase in the rpm and importantly this was not in the setting of increasing blood pressure. The mean arterial pressure (map) was relatively unchanged throughout study. Despite the aforementioned, the patient's hemodynamics showed the patient was well compensated and not in cardiogenic shock. The transesophageal echocardiogram (tee) done showed possibility of low flows in outflow cannula and computed tomography thorax revealed some narrowing in the outflow as well. Aspirin was increased to 325 mg daily and the international normalized ratio (inr) goal was kept at 2.5-3, and plavix was continued. The patient was currently stable at home. The elevated pump flows were suspected to be caused by the pump thrombosis.